Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced some side effects such as diplopia on the right side of the body and a lack of efficacy of the therapy. The impedances were >2000 ohms. The patient went under surgery. The surgeon opened the implantable neurostimulator (ins pouch), tried to disconnect and reconnect the extension, but the impedances were still higher than 2000 ohms. Then the surgeon then opened at the connection and realized the lead was broken. The conductor wires were cut at approximately 2cm from the connection and the insulating sheath was broken too but not at the same place. It was cut just near the connection. The surgeon decided to remove the extension too and will remove the lead when re-implanting a new lead. Implant on a new lead was planned. It was noted that there was no patient injury and the patient was fine.